Manufacturer narrative:
It is suspected site was not following recommended boot order for booting the system components. Site has been instructed accordingly and no further occurrences have been reported.

Manufacturer narrative:
Patient weight now provided.

Event description:
A site representative, neurosurgeon, reported that part way through a cranial procedure, they received a localizer not connected error. After re-starting the software, camera communication was established. There were no further issues and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2014, a medtronic representative, following-up at the site, reported the site had a week of successful cases, there were no issues with camera communication. No parts have been returned to manufacturer for analysis.